Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during use on the home choice (hc). There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) had the home patient (hp) cycle power. The tsr advised the hp to start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.